Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented humidification chamber was returned to fisher & paykel healthcare (B)(4) for evaluation. Results: visual inspection revealed that the base had loosened during use and was able to be rotated around the chamber dome. The thickness of the complaint chamber base was out of specification. A lot check was performed and no other complaints of this nature have been received for lot number 131011. Conclusion: we were unable to determine what had caused the base to loosen. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for three days before the incident was observed, which indicates that the chamber became damaged during use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa".

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the base of an mr290 humidification chamber was observed to be loose after three days of use. No patient consequence was reported.